Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the patient was male with colovesical fistula. When asked about technique for the distal and proximal transections, the surgeon stated that he uses a contour for the distal transection and a gia stapler of the proximal transection. He uses a 2-0 prolene suture to secure anvil and always ensures fresh tissue for the anastomosis. After firing, either anterior, posterior, or to the side, he was not seeing staples; only seeing mucosa. Going proximally, he could see the ¿mucosa puckering¿ and could not see staples. When withdrawing the stapler, he could see the stapler through the anastomosis.

Manufacturer narrative:
Product complaint #: (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported by the rep. Patient had to have colon diverted and wait 8 weeks to attempt another anastomosis. This dr. Usually handles the ¿tougher¿ cases. He has been using the same technique for the last 9 years and has primarily only used ethicon ils staplers. He said that he always sews the anvil in with a purse string proximal to the staple line to ensure a greater circumference of intact tissue. He follows the same line when extending the trocar to make the stapler connection. He says that he begins to close the device and waits until he starts to feel resistance within the green firing zone. He holds there for 10 secs and the does another quarter turn which usually brings him to the base of the green firing zone. He examines the tissue before he fires the device and says that the whole process of closing and the tissue examination keeps the tissue under compression for at least 30 seconds if not longer. He then fires the device ¿to the limits the handle will allow¿, I clarified if he meant that the plastic firing handle is touching the barrel of the stapler and he agreed. He then turns the dial two times. I had him demonstrate and it is 2 turns with his thumb at the top of the dial and a half turn. His demonstration showed that he completes one full turn before sliding the stapler out. He said he always checks the quality of the anastomosis visually before using a sigmoidoscope for further testing. Dr. Stated that the closure of the device proceeded as normal and that everything was progressing as it should. He raised the trocar until he saw the orange flag, heard the click of the anvil being set and paused in the mid green range for 10 seconds before closure further usually ending up in the bottom quartile of the green zone. At the first surgery to make the initial reconnection he stated that he followed all of the same protocol as listed above. Once the firing occurred he waits at least 5 seconds before opening the device 2 half turns. At that point he observed that the anastomosis did not take and it appeared as if the anterior portion of the anastomosis did not fire or tore. He said he was able to see the stapler inside the colon after the firing. He stated that there was one donut in the staplers and it was torn up. There did not appear to be any staples in the tissue at the area that was torn. He diverted the patient in order to make another attempt on a different day.